Event description:
The customer observed false repeat reactive alinity I anti-hbc ii results generated for one 51-year-old male patient with a negative history. The following data was provided (interpretation of result 1.00 s/co is non-reactive): sid (B)(6) initial result = 1.08 repeat results = 1.11 and 0.11 s/co. Result from (B)(6) 2025 was non-reactive. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and observed gel on the sample pipettor probe and an issue with wash cup valve. These parts were replaced, and the module function was verified with a control/precision run. A review of instrument service history for ai24442 revealed that no additional discrepant result issues have been reported since the service activity was completed. A review of complaint and trending data for the alinity I processing module did not identify any similar issues as described in this complaint. Additionally, a review of complaint and trending data associated with the sample pipettor probe and wash cup valve did not identify an increase in complaint activity. The device history record was reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency was identified for the alinity I processing module, serial number ai24442, the sample pipettor probe, or the wash cup valve.

Manufacturer narrative:
Complete information from section a1. Patient identifier: sid (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information has been included. No additional patient details are available.

Event description:
The customer observed false repeat reactive alinity I anti-hbc ii results generated for one 51-year-old male patient with a negative history. The following data was provided (interpretation of result <1.00 s/co is non-reactive): sid (B)(6) initial result = 1.08 repeat results = 1.11 and 0.11 s/co. Result from (B)(6) 2025 was non-reactive. No impact to patient management was reported.